Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color while pulsatile blood flow had stopped and the sheath and occluder were continuously withdrawn. After the indicator guidewire cover was connected with the short sheath, the indicator window changed from black-white to black-black. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show black-black. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window showed no red color. When the device was removed, the indicator wire loop was deployed, with no anomalies reported. The procedure used a retrograde approach, and the exoseal vcd was used in an interventional procedure; the patient¿s status afterward was good. The operator was trained, and the device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. A non-cordis short arterial sheath was used. Femoral artery suitability was verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and the puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color while pulsatile blood flow had stopped and the sheath and occluder were continuously withdrawn. After the indicator guidewire cover was connected with the short sheath, the indicator window changed from black-white to black-black. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show black-black. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window showed no red color. When the device was removed, the indicator wire loop was deployed, with no anomalies reported. The procedure used a retrograde approach, and the exoseal vcd was used in an interventional procedure; the patient¿s status afterward was good. The operator was trained, and the device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. A non-cordis short arterial sheath was used. Femoral artery suitability was verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and the puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18483737 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿indicator window no change to indicator¿ and "indicator window incorrect indication" could not be observed as the device was not returned for evaluation and no further clarification on the event reported was provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.